Event description:
It was reported that the patient's right atrial (ra) lead exhibited failure to capture and competitive atrial pacing. No intervention was performed. The patient had no consequences.